Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation found that the back flex was not properly secured into the input/output printed circuit board (/o pcb) due to an external influence. When the connection was secured the audio function performed as expected.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.